Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with no reported injury and no fragment fell into the patient. The issue occurred while the surgeon was attempting to clamp on a vessel or tissue bundle as the issue was related to clip application using the medium-large hem-o-lok clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). A backup clip applier was used to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in section a (patient information).

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fire the loaded clip. No known impact or patient consequence was reported. On 01/03/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: robotic clip applier would not fire the loaded clip.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.